Event description:
The customer reported that there was a single instance of error code message of data acquisition (da) pcba adc reference failed. Customer reported there was no patient involvement.

Manufacturer narrative:
Data acquisition (da) to motor controller (mc) cable assembly was the only part that returned to failure investigator (fi) lab for evaluation. Since this is a known issue; no further investigation is required. Root cause investigations are on-going, which involve the da-to-mc pcba cable and the cable and/or pcba interfaces. A risk assessment is in progress.